Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were changing the infusion set on the insulin pump and it alarmed insulin flow block. Customer rewound the insulin pump and did the all again twice and the alarm reoccurred. Customer does not recall there blood glucose at the time of the call. Customer has not attempted to change the insulin nor the reservoir. Troubleshooting was performed. Customer was all ready using a new infusion set and insulin wouldn't come out. Customer then changed the reservoir and insulin exited. Then performed manual prime and the insulin pump did not alarm. The reservoir is being returned for analysis.